Event description:
The following additional new info was received from the customer subsequent to the initial report. It was reported that the pt has not contacted the physician with any additional complaints nor has pt made a follow-up appointment. The physician stated that they believe that the pt is doing "ok".

Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an unspecified procedure. On 2/4/03, the pt was "seen" and was noted to have some bruising. Five days later, the pt was "seen" and complained of tightness and pulling down the leg. It was reported that the pt would be monitored. Multiple attempts have been made to obtained additional info from the customer but no information has been made available.